Manufacturer narrative:
This is a distributed device. No evaluation will be done.

Event description:
It was reported to empi that a patient developed deep vein thrombosis in the thigh area due to the device not covering her whole leg.